Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm aortic cutter 3.8 did not penetrate through the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Specks of blood were observed on the case of the cutter and on tip of the cutter near the needle. The needle was observed to be bent. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The actuation button was depressed approximately 1 inch inside the casing. There were no signs of tampering or damage; therefore the root cause is undeterminable because the event occurred during the use of the device and the procedural operation is unavailable for our review. A mechanical evaluation could not be conducted as the device was returned with the actuation button dis-engaged and a fully deployed needle, therefore we are unable to confirm the reported complaint "failure to cut", but an analyzed failure "bent needle" was confirmed. The certificate of conformance was reviewed for the cutter. The vendors confirms that the device lot conforms to all applicable product specifications. All the test results meet the specifications and results. There were no non-conformities observed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm aortic cutter 3.8 did not penetrate through the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.